Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states: at a time of maintenance, the hook broke when the sensor was attached. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Two oxygen (o2) sensors were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the connectors which attach the o2 sensor to the inspiratory module were broken. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the broken connector. If information is provided in the future, a supplemental report will be issued.